Event description:
On (B) (6) 2008, the caregiver of the home patient contacted the technical service rep (tsr) to report a low drain volume alarm during initial drain. Initial drain volume = 141ml, last fill volume = 2000ml, initial drain alarm = 1400ml. The tsr explained the alarm to the home pt and the care giver stated that the home pt was "playing with a pair of scissors" and accidentally cut the pt line. The tsr assisted the care giver to end therapy and advised the care giver to start over using new supplies/new cassette. The homechoice device is okay. A follow up call was made to the home patient's nurse and verified that the home patient did not experience any injury and did not need medical intervention.

Manufacturer narrative:
(B) (4). The problem was resolved over the phone and the sample was not requested for eval as the cut/slice/hole was caused by use error.